Manufacturer narrative:
Event date is a best estimate. The month and year of the event are confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt stated for the last couple days the stimulator feels like it is shorting out. Patient stated it intensifies and then goes away. Pt said it was still working but woke up this morning and it was not working at all. Pt mentioned the controller was charged and the implant was at 40%. Pt said they kept getting settings not available. Agent advised to reset controller and after reset pt was able to charge with excellent quality. Patient was not able to get the implant to charge past 50%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned trying to call their manufacturer representative (rep).